Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2002. 419378 lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting increasing/high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.